Manufacturer narrative:
(B)(4). Eval, results: (enlarging aneurysm likely due to an endoleak at the distal anastomosis of the dacron graft), (severely tortuous anatomy), (device was used in severely tortuous anatomy). Conclusion: (severely tortuous anatomy), (enlarging aneurysm likely due to an endoleak at the distal anastomosis of the dacron graft), (device was used in severely tortuous anatomy). Eval summary: the device was returned and its eval has been completed. The stent graft was still loaded. There were multiple kinks on the sheath at 45, 70, 90 and 140mm from the edge of the graft cover. There was damage at 140mm (immediately distal to the stent stop) and the sheath appeared accrodinoed a length of 10mm. There was also a kink distal to the stain relief. The damage to the sheath most likely occurred while attempting to access the severely tortuous anatomy. During eval, the graft deployed fine.

Event description:
A talent converter abdominal stent graft system was inserted in a pt for the endovascular treatment of an enlarging abdominal aortic aneurysm. The pt had a previous open repair about 9 months ago with a femoral to femoral bypass with a dacron graft. The native iliac vessel was severely tortuous (80-90 degree bend in the left iliac artery) and moderate calcification severe calcification at the area of the bend. It was reported that the pt presented with an enlarging aneurysm and may have an endoleak at the distal anastomosis of the dacron graft. The converter stent graft delivery catheter was advanced without the use of an introducer sheath to the intended landing zone; however, the stent graft would not deploy. The delivery system was removed from the pt and it was noted to have severe kink. The physician believes that the kink was most likely related to the 80-90 degree bend in the iliac artery. The physician inserted a 22 fr sheath and was able to advance and deploy a second converter sent graft system of the same size to the intended landing zone in the mid portion of the aorta inside the dacron graft and the endoleak at the anastomosis was resolved. No additional clinical sequelae were reported, and the pt is fine.